Event description:
The facility's nurse reported set leaked during pt use, no injury or medical intervention. Although attempts were made by baxter's quality management to obtain additional info from the reporting facility, details were not available regarding medication involved or the set up of the infusion device.